Manufacturer narrative:
Evaluation method: device history record (DHR) review performed. Results: the DHR review showed that no similar issues were found during the manufacturing or packaging processes of this lot. Conclusions: other- CAPA (B)(4) was issued to address the issue of staples jamming.

Event description:
The event is reported as: doctor reported the stapling mechanism locks up and the staples don't come out. The device was discarded. No patient injury reported.